Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Mako clinical trial annual registry unknown reconstructive product - deep infection medial unicompartmental replacement - two washouts and change of polyethylene liner combined with prolonged antibiotics and patient is cured of infection and has done well since cessation of treatment of infection.